Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during an endovascular aneurysm repair, the coil detached in the micro catheter. The feeding vessel was difficult to access and multiple diagnostic catheters and wire exchanges were required before the physician ultimately accessed the vessel and advanced the direxion micro catheter into the aneurysm sac. Multiple interlock 18 coils were successfully deployed into the aneurysm sac via the direxion micro catheter. During an attempt to place this f-idc 2d 8mm x 20cm coil, the physician encountered resistance. It was reported that the physician felt a "little pop" once and then again shortly after. At this point the physician decided to remove the coil from the micro catheter. He pulled the coil pusher wire out of the direxion catheter without using the plastic coil housing and the coil separated from the pusher wire in the hub of the direxion micro catheter. When the physician went to look in the hub of the micro catheter, he noted that the hub had detached. The physician then placed the detached hub aside and used a clamp to remove the stuck interlock coil from the direxion micro catheter. He then attempted to advance a non bsc 300cm .018 guide wire and remove the direxion micro catheter while retaining access to the aneurysm sac. The guide wire was able to be advance into the sac, however, the direxion micro catheter would not come out over the wire. Ultimately, the physician removed the wire and direxion micro catheter as a unit. The physician was able to again access the vessel using a renegade micro catheter and fathom guide wire and was able to place more interlock coils and successfully complete the procedure. No patient complication were reported and the patient status was listed as fine. However, returned device analysis revealed a detached coil interlocking arm.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the interlocking arm of the coil was detached from the coil. The coil was highly stretched. A portion of the endoskeleton of the microcatheter was attached to the coil. The presence of the material from the microcatheter and the absence of the interlocking arm indicate force was used during the procedure, causing damage to both devices. The coil¿s zap tip was round and smooth. The coil was also kinked. Blood was present on the fiber bundles, indicating intermittent flush was used in this procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states: ¿in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device." (B)(4).